Manufacturer narrative:
Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8197518 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear white particle on the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this particle was a plug shaving from the manufacturing process.

Event description:
It was reported that there was foreign matter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: defective peripheral IV catheter, with same piece of plastic debris attached to the tip as before. When I took the cap off initially, the debris piece was extended off the tip, in line with the catheter. Once again, it is a 20g 1' bd insyte autoguard bc, lot # 8197518, ref (B)(4). I saved the catheter in case you need it. I have it in our IV office. I noticed it when I removed the cap and it was never in contact with the patient.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: defective peripheral IV catheter, with same piece of plastic debris attached to the tip as before. When I took the cap off initially, the debris piece was extended off the tip, in line with the catheter. Once again, it is a 20g 1' bd insyte autoguard bc, lot # 8197518, ref 382533. I saved the catheter in case you need it. I have it in our IV office. I noticed it when I removed the cap and it was never in contact with the patient.